Event description:
It was reported that the pt experienced a loss of therapeutic effect and stimulation in the wrong location. Stimulation was more lateral in the pt's buttock than in the perineum. The change in stimulation occurred after the pt fell down stairs in (B)(6) 2010. After the fall, stimulation was uncomfortable and the pt turned it off until a (B)(6) 2010 appointment with her hcp. At the appointment, stimulation was turned on and reprogrammed to be comfortable, but not the correct location. The hcp decided to try the location to see if it was therapeutic. It was reported that the pt was good. Impedances were tested at a (B)(6) 2011 hcp appointment and were within normal limits.

Manufacturer narrative:
(B)(4).